Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was tested in comparison to a master lot strips. Testing results: master lot strips: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%.

Manufacturer narrative:
(B)(6).

Event description:
The customer complained of discrepant inr results for 2 patients tested on coaguchek xs meter serial number (B)(4) compared to the stago laboratory method. Patient 1 was initially tested on the meter at 11:02 a.m. With a result of 6.3 inr. At 11:55 a.m. The result from the laboratory was 2.2 inr. The patient was tested on the meter again at 1:10 p.m. With a result of 4.7 inr. A different finger was used for the 2nd meter test. On (B)(6) 2018 patient 2 (male, date of birth (B)(6)) was tested on the meter at approximately 9:00 a.m. With a result of 4.3 inr. At 9:10 a.m. The result from the laboratory was 3.2 inr. The therapeutic range for both patients is 2.0 - 3.0 inr. No medication adjustments were made for either patient as the laboratory results were either within or close to each patient's therapeutic range. There was no allegation that an adverse event occurred. Both patients are in stable condition and live independently. Neither patient was experiencing any bleeding or bruising. Neither patient has antiphospholipid antibodies and neither patient is on heparin or other direct thrombin inhibitors. The same strip lot was used for both patients, however, different vials were used. The meter and test strips were requested for investigation, however, there are no strips remaining in the vial used for the tests on (B)(6) 2018; these have been discarded. The strips used for the test on (B)(6) 2018 will be returned. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.